Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with a surgical lead on (B)(6) 2010, for lower back and bilateral leg pain. It was reported that she lost stimulation. A diagnostic test revealed impedance issues for several lead contacts. According to a subsequent xray, the pt's lead had migrated and there also appeared to be a kink in the device. Surgical intervention has been scheduled to replace the lead.